Manufacturer narrative:
Additional information was received on (B)(6) 2024. The cs catheter was not a biosense webster, inc. Catheter. Although a definitive diagnosis has not been reached because source of the hemorrhage could not be identified on CT scan after drainage, the possibility of perforation due to the cs catheter cannot be ruled out. The investigation was completed on (B)(6) 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31384065l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. In addition, a hemostatic valve dislodgement issue occurred with the vizigo sheath. First it was reported that 2 hours after the start of the vizigo sheath, air was drawn into the side port and the hemostatic valve was dislodged into the hub (incomplete dislodgement). The catheter was immediately removed from the left atrium, the sheath was replaced, and the procedure was continued. No air was found in the left atrium with intracardiac echocardiography (ice). Additional information received stated that no air entered the body and no blood return was observed. The brim cap/hub did not become detached from the sheath. It was confirmed that there was a small amount of pericardial fluid by echocardiography after the placement of the coronary sinus (cs) catheter. Ablation was conducted while using a pressor agent, but it was confirmed that the patient¿s blood pressure gradually decreased. When the pericardial fluid was checked again, it had increased, so the ablation was terminated, and pericardial drainage was performed. The blood collected was venous blood. After the drainage, the circulatory dynamics stabilized quickly. The physician reported that the possibility of a relationship between air in the sheath and cardiac tamponade was low. Patient medical history and concomitant diseases: chronic heart failure, idiopathic dilated cardiomyopathy. Additional information was received. This adverse event was discovered during use of biosense webster products. Patient improved; however, required extended hospitalization for observation after performing drainage. The physician's opinion on the cause of the adverse event was the procedure. The hemostatic valve dislodgement was assessed as an MDR reportable malfunction under the vizigo sheath. The adverse event was assessed as a serious injury under the thermocool smarttouch sf catheter.